Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 291510001, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had fallen in (B)(6) 2015 and the therapy from their implantable neurostimulator (ins) was not working. Through the use of the programmer it showed an end-of-service (eos) message on the screen. The indications for use for the implanted device were noted as spinal pain and post lumbar laminectomy syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.